Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abdominal bleeding (heavy with blood clots)") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, dysmenorrhoea and abdominal pain was resolving and the vaginal haemorrhage, hormone level abnormal, menorrhagia, migraine and headache outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-apr-2019: pfs and medical record received. Reporter and patient demographics were added. Updated suspect drug indication. Event injury to herself replace with pelvic pain, abnormal bleeding (vaginal), hormonal changes, abnormal bleeding (menorrhagia), migraines, headaches, dysmenorrhea (cramping), abdominal pain and abdominal bleeding (heavy with blood clots) added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abdominal bleeding (heavy with blood clots)') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("pain lower abdominal") and mood swings ("psychological or psychiatric problems condition:mood swings") and was found to have hormone level abnormal ("hormonal changes describe:"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain upper ("stomach pain") and headache ("headaches"). The patient was treated with surgery (essure and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, dysmenorrhoea and abdominal pain was resolving and the vaginal haemorrhage, hormone level abnormal, heavy menstrual bleeding, migraine, abdominal pain lower, mood swings, abdominal pain upper and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, dysmenorrhoea, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, migraine, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in date of removal -(B)(6) 2018. Removal date was updated as per mr- (B)(6) 2018 to (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-jun-2021: this is retention case. All information from deleted duplicate case: (B)(4) transferred to this case. MFR control number; 2951250-2020-13400. Insertion date was updated. Medical record received : reporter information, medical history was rcc added. Removal date updated. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abdominal bleeding (heavy with blood clots)') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("pain lower abdominal") and mood swings ("psychological or psychiatric problems condition: mood swings") and was found to have hormone level abnormal ("hormonal changes describe:"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain upper ("stomach pain") and headache ("headaches"). The patient was treated with surgery (essure and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, dysmenorrhoea and abdominal pain was resolving and the vaginal haemorrhage, hormone level abnormal, heavy menstrual bleeding, migraine, abdominal pain lower, mood swings, abdominal pain upper and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, dysmenorrhoea, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, migraine, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in date of removal - (B)(6) 2018. Removal date was updated as per mr- (B)(6) 2018 to (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jul-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abdominal bleeding (heavy with blood clots)') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("pain lower abdominal") and mood swings ("psychological or psychiatric problems condition:mood swings") and was found to have hormone level abnormal ("hormonal changes describe:"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain upper ("stomach pain") and headache ("headaches"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the genital haemorrhage, dysmenorrhoea and abdominal pain was resolving and the vaginal haemorrhage, hormone level abnormal, menorrhagia, migraine, abdominal pain lower, mood swings, abdominal pain upper and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, dysmenorrhoea, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: plaintiff fact sheet received. Events added from pfs- pain lower abdominal, psychological or psychiatric problems condition: mood swings, stomach pain. Lab data were added. Onset date of event update. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.